Event description:
A report was received that the patient was charging more frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was charging more frequently. The patient will undergo an ipg replacement procedure.